Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the artificial urinary sphincter was removed and replaced due to a hole in the balloon. No patient complications were reported.